Event description:
Baxter (B)(6) received a report from a customer who stated that six (6) units of the product code: (B)(4) lot: 10j074 was set to deliver 5-fluorouracil in the oncology unit and showed evidence of a delay in the infusion of the medication. This is report 4 of 6 for the facility. The device was prescribed to infuse the drug in 24 hours, but the total infusion time was 48 hours. The healthcare professionals indicate that the filling is being performed according to the filling instruction of the product. There was not patient injury or medical intervention indicated at the time of the initial report. Per local procedures in (B)(6), sample return will not be possible due to the samples are contaminated. No additional information.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.